Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdomen pain"), pregnancy with contraceptive device ("unintended pregnancy / pregnancy (no complication)"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and device dislocation ("left side device may have been dislodged") in a female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (3), multiparous ((B)(6) 2001, (B)(6) 2003, (B)(6) 2003), spontaneous abortion, premature labour (twins 3 months premature) in 2003 and multiple cesarean sections (2). In april 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In july 2006, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). In 2007, the patient experienced pregnancy with contraceptive device (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("left side device may have been expelled"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics, full hysterectomy with right unilateral salpingo-oopherectomy and essure (ess205) was removed on (B)(6) 2010. At the time of the report, the abdominal pain, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, device dislocation, vaginal infection, urinary tract infection and device expulsion outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2007. 2862.72g was the reported birth weight. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: insertion details: the device was deployed from the introducer sheath, and the sheath was released from the device. Once the introducer was removed, there were 13 remaining coils on the left side. The procedure was then repeated on the right side in the same manner, leaving 4 trailing coils. Does not allege that essure caused birth defects. Following essure removal patient reports that injuries or symptoms did decrease or resolve. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records: device dislocation and device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain,dysmenorrhea, dyspareunia, vaginal infection. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records. Added new reporters and case became medically confirmed. Added pregnancy details, medical history, patient's date of birth , ethnicity and height. Added essure indication and batch number (508904).pelvic pain was updated to abdominal pain. Added events vaginal infection, cystitis , urinary tract infection, dysmenorrhoea , dyspareunia, device dislocation and device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Speculative pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdomen pain"), pregnancy with contraceptive device ("unintended pregnancy / pregnancy (no complication)"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia") and device dislocation ("left side device may have been dislodged") in a female patient who had essure (ess205) (batch no. 508904) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida (3), multiparous ((B)(6) 2001, (B)(6) 2003, (B)(6) 2003), spontaneous abortion, premature labour (twins 3 months premature) in 2003 and multiple cesarean sections (2). In (B)(6) 2006, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2006, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). In 2007, the patient experienced pregnancy with contraceptive device (seriousness criteria hospitalization and medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("left side device may have been expelled"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with antibiotics, surgery (full hysterectomy with right unilateral salpingo-oopherectomy), surgery (full hysterectomy with right unilateral salpingo-oopherectomy) and surgery (full hysterectomy with right unilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the abdominal pain, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, dyspareunia, device dislocation, vaginal infection, urinary tract infection and device expulsion outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2007. 2862.72g was the reported birth weight. The reporter considered abdominal pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: insertion details: the device was deployed from the introducer sheath, and the sheath was released from the device. Once the introducer was removed, there were 13 remaining coils on the left side. The procedure was then repeated on the right side in the same manner, leaving 4 trailing coils. Does not allege that essure caused birth defects. Following essure removal patient reports that injuries or symptoms did decrease or resolve. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were extracted from patient¿s medical records: device dislocation and device expulsion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain,dysmenorrhea, dyspareunia, vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant ). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.